Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of kinked cannula with three infusion sets. The symptoms were noticed within 3 hours of insertion. Infusion set was inserted in the abdomen and upper buttocks and the insertion site was rotated regularly. Patient's blood sugar level at the time of first event was 399 mg/dl and for second event was 499 mg/dl. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.